Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation, that cause injury and damage to the patient. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. A perforation was reported but could not be confirmed without procedural/follow up films for review. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation, that cause injury and damage to the patient.

Manufacturer narrative:
Correction: section d2 (product code and common device name), section g1 (reporting contact facility name), section g1 (manufacturer name, city and state), additional information: section b1 (adverse event and product problem), section b3 (event date), section b5 (event description), section d1 (brand name), section d3 (manufacturer name, city and state), section d4 (model, catalog, lot number), section g4 (date received by the manufacturer and PMA/510(k) number), section h4 (manufacturing date), section h6 (evaluation codes). Complaint conclusion: it was reported that a patient underwent placement of the trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation. The patient reported becoming aware of fracture, fractured strut(s) retained, perforation outside the ivc, blood clots, clotting, and/or occlusion of the ivc, device unable to be retrieved and perforation abutting an organ approximately (B)(4) years and (B)(4) months post implant. The patient also reported experiencing swelling, dizziness, pain, fatigue, numbness, poor circulation and anxiety. The patient indicated that there were no attempts to retrieve the filter. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Venous insufficiency, poor circulation, can lead to swelling, pain, fatigue and numbness. Blood clots, clotting and/or occlusion of the ivc or occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Device unable to be retrieved was reported, however with the limited information provided a determination could not be made. If an ivc filter is occluded due to clot, standard practice would dictate leaving the filter in place. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Without procedural films or images for review the reported event(s) could not be confirmed. Swelling, dizziness, pain, fatigue, numbness, poor circulation and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the limited information provided, to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation, that cause injury and damage to the patient. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 11 years and 7 months post implantation. The patient reports fracture, perforation of filter strut(s) outside the ivc, blood clots, clotting, and/or occlusion of the ivc, device unable to be retrieved and perforation abutting an organ. The fractured filter strut(s) are retained within the ivc. The patient also reports suffering from swelling, dizziness, pain, fatigue, numbness, poor circulation and anxiety.